Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, he was not sure if the capsule was intact but said the hyoid face was intact. The iol touched the bag and it may have broken the bag. Additional information has been requested.